Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value (B)(4). Note: a follow up done on (B)(6) 2017 ; customer's condition improved. The ambulance was called and customer was treated at home. Mrs. (B)(6) (wife) states customer produced a result which was above 600mg/dl (uncertain of exact result) and they administered insulin dosage to customer to bring down his glucose levels. Customer was not hospitalized. Mrs. (B)(6) is not currently present with customer or his supplies, as he is currently at dialysis treatments and has his supplies with him.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Ms. (B)(6) (wife) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of e-5 and symptoms. The customer's expected fasting blood glucose test result range is 120 to 130mg/dl. The customer reports symptom of ringing in his ear. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is less than 2 weeks ago. The meter memory was not reviewed for previous test result history. Customer received the e-5 after applying blood sample to test strip. Customer currently has symptoms of "ear ringing" and believes it may be due to hyperglycemia. Informed customer to please seek medical attention if needed; as the hyperglycemic symptom, along with the e-5 message being produced, may be due to his result being above 600mg/dl.